Event description:
Patient was walking to the car and heard the "preparing to shock" alert. Patient reported they felt like they got kicked in the chest. This happened two times. No gel was detected or burn marks. Nothing specific was seen. Patient is currentlt at medical center. Device event log was reviewed and the last data transmission date was (B)(6)2024 with no record of shock delivered episode and the last usage as (B)(6)2024. MDR filed due to patient report of shock delivery. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Event records were not captured in the monitor's system memory due to logic-based data processing specifications, which prioritize wcd essential function over data collection. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.